Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the mildly tortuous and moderately calcified iliac to superficial femoral artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at 5atm upon first dilation for 20 seconds. The procedure was completed with a different device. No patient complications were reported. It was further reported that the balloon was simply pulled out from the patient's body, and that the patient condition was good.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Initial reporter state - (B)(6). Device evalauted by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A microscopic examination identified a balloon pinhole located approximately 6mm distal to the distal end of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the mildly tortuous and moderately calcified iliac to superficial femoral artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at 5atm upon first dilation for 20 seconds. The procedure was completed with a different device. No patient complications were reported. . It was further reported that the balloon was simply pulled out from the patient's body, and that the patient condition was good.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the mildly tortuous and moderately calcified iliac to superficial femoral artery. A 4.00 mm/1.5 cm/140 cm small peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at 5atm upon first dilation for 20 seconds. The procedure was completed with a different device. No patient complications were reported.